Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The synchronous dynamic random access memory (sd ram) card was reseated to address the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the synchronous dynamic random access memory (sd ram) card needing to be reseated. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating system hung up with a white screen prior to the start of a vitrectomy surgery. An alternate operating console was obtained in order to perform and complete the procedure. There was no patient impact associated with this reported event. Additional information has been requested.